Event description:
The customer reported that the handpiece was running hot during use and an alternate was used to complete the procedure without injury or surgical delay.

Manufacturer narrative:
Please note, the user reported that the bur guard was tested and did not get hot. Investigation findings: an evaluation of the handpiece confirmed the reported problem related to collet damage. The handpiece instruction manual provides the following information to the user: conmed linvatec recommends servicing of this drill every twelve (12) months and bur guards every six (6) months. In addition, the drill and bur guard products should be monitored for overheating pre-operatively as well as during use. To test the bur guard, spin the bur guard on the bur. If the bur guard spins freely, the bearings are good. Otherwise, the bur guard should not be used and should be sent in for repair. In addition, prior to use with the bur guard and bur locked securely into the handpiece, run the drill and monitor for overheating.